Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the er320 clips were going out by side of the applier jaws. The ligaclips were locking and the clips were not closing properly. Another ligaclip was used to complete the case. There was no consequence to the pt.